Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("pain: back"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nervous system disorder ("neuro condit/problem"), visual impairment ("vision problem"), fatigue ("fatigue"), memory impairment ("forgetfulness") and cyst ("cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, back pain, bladder disorder, urinary tract disorder, nervous system disorder, visual impairment, fatigue, weight increased, memory impairment and cyst outcome was unknown. The reporter considered back pain, bladder disorder, cyst, device dislocation, fatigue, memory impairment, nervous system disorder, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, migration, neurological condit/problem, vision problems, fatigue and weight gain, forgetfulness, cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- event injury to herself removed and new events device migration, back pain, pain nos, bladder problem, urinary problems, neurological condit/problem, vision problem, fatigue, weight gain, forgetfulness and cyst, device monitoring procedure was not performed were added. Patient demography added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.